Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The device delivered over 200 pulses, as well as multiple immediate boluses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours on the leg. While patient was reporting this pod for elevated glucose levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered manual injection of insulin and a new pod was applied.